Event description:
The patient had the device implanted as part of ventral hernia repair. While suturing in place, the device tore next to the suture. The device was repaired and the surgery was completed. There is no serious injury reported with this event, but there is a risk of serious injury if the event were to reoccur. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Review of information reported to lifecell. Review of the device history records. Query of lifecell complaint management database for any similar complaints reported against this lot. Review of the device history records resulted in no remarkable findings, with no deviations or non conformities related to the nature of this complaint. Lot did meet qc release criteria including mechanical testing. At the time of initial investigation, there were (B)(4) devices distributed from lot s10884, with no similar complaints reported against this lot. There is no serious injury reported with this event, but there is a risk of serious injury if the event were to reoccur.